Event description:
An ipp device was implanted on 7/1/92. A connector was revised on 3/7/96. The pump and cylinders were removed from the pt on 6/25/97 due to fluid loss-left cylinder. Info received on 10/23/97 indicates add'l reason as fluid loss-pump.